Event description:
Litigation alleges that the patient suffered synovitis, mechanical complications left total hip replacement, tissue necrosis, inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications therefrom, physical pain and disfigurement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
(B)(4). Reason for original complaint - litigation alleges that the patient suffered synovitis, mechanical complications left total hip replacement, tissue necrosis, inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications therefrom, physical pain and disfigurement. (B)(4). Update 15 sep 2014 - rec'd revision date, der, hospital (lvh cedar crest), surgeon, sales rep details hip side: left. (B)(4).

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.